Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on april 20, 2022. The investigation was reopened (is in progress) for returned product received on april 18, 2022.

Event description:
Little balls of cotton in your vagina [foreign body in reproductive tract]. 1/4 to 1/2 inch pieces of the string fell apart, pieces fell off - tampon [device breakage]. When you go to take the tampon out, you have little pieces of string in your vagina [complication of device removal]. Case narrative: consumer reported via phone that the tampon strings fell apart, leaving pieces behind in her vagina. No serious injury was reported.

Event description:
Little balls of cotton in your vagina [foreign body in reproductive tract]. 1/4 to 1/2 inch pieces of the string fall apart; pieces fall off - tampon [device breakage]. When you go to take the tampon out, you have little pieces of string in your vagina [complication of device removal]. Case narrative: consumer reported via phone that the tampon strings fall apart, leaving pieces behind in her vagina. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.